Manufacturer narrative:
Used (B)(6) 2022 as the event date was not reported.

Event description:
It was reported that the outer coating broke. A direxion catheter was selected for use. During the course of the procedure, it was noted that the outer coating broke 6 inches from the back hub connection. The device did not leak. No patient complications were reported.